Event description:
Information was received that this smiths medical cadd legacy 1 pump experienced under infusion. No patient involvement reported.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a missing battery cover. During analysis, the reported "fails accuracy" problem was not able to be duplicated. The unit was not able to be tested for accuracy due to a "no disposable" alarm. Also present was a "service due" message at startup. When the memory was queried for motor activations etc. The data was found to be corrupt. In manufacturing utility mode, the upper stream occlusion (uso) was outputting at max scale - 255. Error 1210 was not repeated. Service will test the pump and calibrate after repair. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.